Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).

Event description:
It was reported that the patient presented to the hospital with chest tightness and dizziness. The electrocardiogram showed the patient¿s heart rate lower than 50 beats per minutes. The device had suspected early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.